Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported the icon on her device was not working. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product: ID 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient's stimulator was not working right and they were having symptoms during the same time and was having trouble getting the programmer to work and interrogate. Patient's therapy was not working at all and they were getting no symptom relief. Patient stated everything they ate went right through them and was not sure if the symptoms had progressed or ins stopped working. Patient was getting poor communication with and without antenna. Patient received a replacement programmer and tried it, but was still getting poor communication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported the icon on her device was not working. The patient was transferred to patient services. Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that her charger for interstim was not working. There were no further complications that have been reported as a result of this event.